Event description:
Additional information was received that the patient was evaluated for rising lv impedance measurements greater than 2,000 ohms in the lv tip to right ventricular (rv) configuration. Upon initial evaluation, the lv lead displayed no capture, along with threshold measurement of 3.1v @ 2.0 ms. The device was reprogrammed to lv ring to rv and the impedance measurement decreased to 411 ohms and threshold measurement decreased to 1.7v @ 1.5 ms. No further observations were noted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Approximately nine months later, the patient expired for unspecified reasons. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
The product was buried with the patient, therefore, no product was returned for reliability analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.